Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged and was bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 370 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin and the pod's cannula was found to be dislodged from the infusion site (abdomen), when removed the cannula was found bent. As treatment, a new pod was applied and bolus attempt was made.